Event description:
It was reported by service report that the nurse call docker cable inlet plug is broken. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.